Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Because the part and lot numbers are unknown, the device history records could not be pulled and reviewed. More information has been requested concerning the event and has yet to be received. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that a surgeon had a special request for making plates with long advancement because "a couple of plates with long advancement broke." Additional information concerning the event was requested and has yet to be received.

Manufacturer narrative:
The product was discarded by the hospital; therefore, it will not be returned for an evaluation. Pictures were provided; however, the product identity could not be confirmed due to the quality of the pictures and deformed condition of the explanted part. Two of the plates could not be identified, the other two plates could be in the following part range sp-3167 through sp-3181. Potential screw part numbers are sp-2911-01 (2.0x 6mm ht self-drilling screw), 91-6204-01 (2.0x 4mm ht self-drilling screw), 91-6205-01 (2.0x 5mm ht self-drilling screw), and 91-6207-01 (2.0x 7mm ht self-drilling screw). Because there was a revision to remove the implants, the complaint is confirmed. Photographic inspection revealed one of the plates is fractured, though the photographic inspection could not confirm if the fracture occurred prior to or during the revision. No x-rays, scans, physician's reports, or details were provided to determine the cause of the implant fracture; therefore, the most likely cause for the complaint could not be determined. There are no indications of manufacturing defects. The possible adverse effects section of the instructions for use state: " poor bone formation, osteoporosis, osteolysis, osteomyelitis, inhibited revascularization, or infection can cause loosening, bending, cracking or fracture of the device. Nonunion or delayed union, which may lead to breakage of the implant. Migration, bending, fracture or loosening of the implant." The bone plates section of the instructions for use state: care must be taken to achieve the appropriate contour with as few bends as possible. Repeated bending of titanium increases the risk of fracture. Sharp angles and small bending radii must be avoided to reduce the risk of the device breaking. Cutting bone plates may increase the risk of failure of the implant. If the operating surgeon elects to cut a plate, care must be taken to cut in such a way to maintain adequate strength, support, and fixation for the intended use.

Event description:
(In addition to what was already reported) a revision was performed on (B)(6) 2016 to remove the broken plates and unknown screws. There was a bony union so nothing was implanted.